Event description:
It was reported that a nylon graphics case and modular tray has air bubbles forming underneath them, where water can get trapped in. This was distorting the original look of the case and tray. It was reported that the case and tray had only been purchased about one year ago. There was no patient involvement. This is report 2 of 2 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation that one graphic case was received with a tray inside. There was an area on the top of the graphic case lid surface where black marker had been used to write the text, 2.4mm va-lcp distal radius set. Several scratches exist on the lid. The nylon surface on one corner of the underside of the lid was broken, spanning a few millimeters in length. Areas of brown and dark grey discoloration exist on the underside of the lid. Two corner areas of the shelf surface (garage door side) appear to have bubbled or delaminated from the substrate material. The nylon surface at delamination site is intact and has not been broken or compromised. The opposite end of the shelf was bent downward with the bend starting just prior to the row of standoffs. At the bend location, the nylon surface had broken in two areas on the thin vertical edges of the shelf. As no lot number was submitted for this complaint, top level prints for a similar part will be used for this investigation. The nylon spray operation is currently performed by outside vendors. The nylon surface has delaminated in two areas as complained with no obvious signs of cause. An internal corrective action has been opened to address this issue. . Placeholder

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Correct manufacturer information is synthes (B)(4). Original awareness date is 09/05/2012.